Event description:
It was reported that after receiving a replacement ilet, the user experienced recurrent low blood glucose and requested an immediate adjustment of pump settings, stating they had been ¿fighting lows¿ and threatening to disconnect from the system; no blood glucose values or treatment details were obtained due to user noncooperation. Symptoms included hypoglycemia. Outcomes included user-reported impact requiring troubleshooting and education. Investigation included complaint intake, attempts to obtain event details, and remote review of available account information. Investigation of this case revealed insufficient information to identify a device malfunction or use error, and the cause of the hypoglycemia remained unclear. It was concluded that no reportable device failure mode could be confirmed and that clinical management of targets or settings must be directed by the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.